Event description:
It was reported, prior to use on the patient, that after the nurse opened the packaging, she found the puff valve had already dropped off. Then she changed to use another trocar to complete the procedure.

Manufacturer narrative:
Evaluation summary: the analysis results found that the 355sd was received with the stopcock broken off and detached, adhesive residues were found on the stopcock assembly.